Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) hospital regarding sub-optimal tissue processing from a protocol which started and completed on (B)(6) 2011, using peloris 11 tissue processor serial number (B)(4). Info provided to leica microsystems by the complainant indicates that a use error resulted in the tissue being left in the retort during the cleaning protocol, which results in removal of the embedding wax and dehydration of the samples. On (B)(6) 2011, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.